Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, hypotension was noted and an echocardiogram showed a left ventricle perforation from the boston scientific safari guidewire. The valve was not implanted, and a sternotomy was performed to treat the perforation. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).